Manufacturer narrative:
Received one opened/unused list #126570480 microbore extension set. Anomalies were observed in the fluid path of the female luer lock adapter. An anomaly was also observed of the post of the white cap of the female luer lock adapter. No additional damage or anomalies noted. How or when these anomalies formed cannot be determined. Inspection under ultraviolet (uv) light showed sufficient solvent on both ends of the extension set. Both the male and female sides of the set were measured, and both sides passed per specification. The complaint of disconnection cannot be confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a microbore extension set - 7 inch, spin collar where the customer reported issues with disconnection. There was patient involvement and delay in treatment reported, however, no report of patient harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is still pending.